Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 270 mg/dl. The cause of the high bg was unknown. Reportedly, the customer required assistance changing the infusion set. A bolus was delivered to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.